Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction during his 5 day wear of an adc freestyle libre sensor. Customer further reported having contact with a healthcare professional who prescribed an unspecified medication for treatment. No further details was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. MDR was submitted as FDA electronic submission system would not process mdrs with at the time of the submission.

Event description:
Customer reported experiencing an allergic reaction during his 5 day wear of an adc freestyle libre sensor. Customer further reported having contact with a healthcare professional who prescribed an unspecified medication for treatment. No further details was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.